Manufacturer narrative:
Brand name: spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, following insertion of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter, the suture holes on either side of the device were discovered to be cracked. This discovery was made not long after the patient arrived in the intensive care unit. When the nurse discovered the issue, the device was removed and replaced. Additional information has been requested fro the customer, but none has yet been provided. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, documentation, instructions for use (IFU), quality control data, and visual inspection/dimensional verification of the device was conducted during the investigation. Clinical assessment:the c-utlmy-901j-abrm-custom-0025 is used for venous pressure monitoring, blood sampling and administration of drugs and fluids. The purpose of the suture is to prevent backward and forward catheter movement. If the winged hub was cracked, it could break and prevent sutures from holding the device in place. Excessive movement of the device could potentially lead to tip separation or vessel damage resulting it severe harm (harm resulting in life-threatening illness or injury). There is no information about events leading up to the cracked suture holes. The information suggests the device had been replaced within hours of finding the cracked suture holes. There is no evidence to suggest the device was damaged upon opening. There is no information regarding the securing of the device to prevent damage. At this time, clinical assessment cannot eliminate any possible causes for this event such as product handling, medical procedure, device maintenance, device failure, or manufacturing related causes. One used c-utlm was returned for investigation. There was no visible damage to the shaft or triple lumens. The suture wing holes were ripped at the edges. Biomaterial/liquid was present in 2 of the 3 lumens. All clamps were present on the lumens. The manifold (aside from suture wing) appears to be in an undamaged condition. The distal tip/end hole appears to concentric with dents or damages. The suture wing holes were broken as customer described, but all tests passed tolerances. The thickness of each suture wing, diameter of each suture hole, and distance between the center of the two suture holes were all well within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A complaint search of the product lot could not be conducted as the product lot is unknown. A complaint search of the rpn (c-utlmy-901j-abrm-custom-0025) within the last 3 years resulted in no other similar complaints. A review of the device history record could not be conducted as the product lot is unknown. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
The customer reported that, following insertion of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter, the suture holes on either side of the device were discovered to be cracked. This discovery was made not long after the patient arrived in the intensive care unit. When the nurse discovered the issue, the device was removed and replaced. Additional information has been requested fro the customer, but none has yet been provided. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation. Additional information received identified the device was in place for 4 hours. Additionally, the device was placed in the left subclavian. Moreover, per the customer, "fortunately a nurse identified the problem quickly enough and the problem was resolved before any issues occurred. This patient was on multiple pressors and had the cvc fallen out of the patient, they could have easily crashed."